Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a malfunction alarm while pumping. The customer's blood glucose level was 98 mg/dl. Additionally, multiple cartridge change error messages occurred with multiple cartridges during the loading process. It was indicated that the customer would administer manual injections as alternate insulin therapy.